Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the lack of relief was possibly due to the patient accessing his own pump/reservoir to remove the drug and inject it intravenously. Additional troubleshooting taken included the patient was filled on (B)(6) 2021. The expected was 27 mls and they received 27.2 mls. Actions taken to resolve the issue included more vigorous monitoring of pump reservoir volumes. The patient had been referred to behavioral health (bh) and chemical dependency. "***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***"

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving fentanyl (2000 mcg/ml at 840 mcg/day), bupivacaine (20 mg/ml at 8.4 mg/day) and hydromorphone (2.3 mg/ml at 1 mg/day) via an implantable infusion pump. It was reported that the pump was implanted in october 2020 and since that time the patient has complained about not getting good pain relief and even with dose have increases. A catheter dye study was performed with no issues. It was also reported at the last two refills the hcp has noticed a volume discrepancy where the arv (actual reservoir volume) was less than the erv (expected reservoir volume). The erv was 18 ml and the arv was 13.5 ml in (B)(6) of 2020. On (B)(6) 2021 the erv was 25 ml and the arv was 15 ml. When the patient was refilled in (B)(6) of 2020 the erv was 19.2 ml and the arv was 20 ml. The refill procedures have been unremarkable and the healthcare provider did not feel there have been any partial pocket fills. Other interactions such as increased heat over the pump was discussed and this was denied. The event date is approximate for this event.